Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient's lead was fractured and was left implanted in the epidural space. Surgical intervention was undertaken wherein a new lead implanted. Therapy was restored post-op.